Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms and t-wave oversensing. There was no pacing inhibition or inappropriate tachycardia therapy as a result. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms and t-wave oversensing. There was no pacing inhibition or inappropriate tachycardia therapy as a result. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service. It was reported that the device was later explanted and replaced for reported normal battery depletion. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms and t-wave oversensing. There was no pacing inhibition or inappropriate tachycardia therapy as a result. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.